Event description:
It was reported that the lead triggered a lead integrity alert for lead impedance of 101 ohms. The impedance had typically been 80 to 100 ohms. It was suggested that the alert be raised to 130 ohms given the impedance trend over the lifetime of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.